Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes an unspecified number of tubes underfilled. The sample was redrawn and no adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes an unspecified number of tubes underfilled. The sample was redrawn and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-apr-2025. Investigation summary : bd received 100 samples and one photo for investigation. The photo displays the label on the shelf pack but does not indicate the customer¿s reported failure mode. Upon inspection, no issues were identified in the 100 returned samples. Functional tests were performed on 10 of these samples, and all tubes were within specification limits. Additionally, 100 retained samples were inspected with no visible defects found. Functional tests were also conducted on 10 retained samples, all of which were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.